Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fineii short needle insulin syringe had a broken plunger rod. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine¿ii short needle insulin syringe had a broken plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe filled with approximately (B)(4) units of a clear liquid in the barrel with the blister pack from lot # 7177526. Customer states that the plunger rod is broken. The returned syringe was examined and exhibited a broken flange. A review of the device history record was completed for batch# 7177526. All inspections and challenges were performed per the applicable operations qc specifications. There were nine (9) notifications [200712956, 200713231, 200712768, 200712766, 200712886, 200704891, 200704323, 200705184, 200704714] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken flange). Investigation conclusion: a probable root cause was noted to be the barrel likely being broken in the prep dial prior to assembly. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.